Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (baclofen) 2000 mcg/ml for a total dose of 760 mcg/day via an implantable pump. It was reported on friday ((B)(6) 2020) they were expecting 3.8ml of drug back and got 37.5 ml back indicating a volume discrepancy. It was noted the patient had no withdrawal symptoms and the logs looked good. A roller study was performed and confirmed there was no issue with the pump. It was noted the hcp planned on fixing the catheter soon. The reason for the call was to confirm the patient's pump was not effected by any recalls. It was noted the patient's pump was not effected by any. No symptoms were reported. The rep would follow up with hcp and patient and let them know the pump was not a part of any recalls. The event date was (B)(6) 2020. Further information received indicated the cause of the catheter was noted to be due to the catheter could not be aspirated. It was noted that the hcp believed it is a catheter kink/occlusion of some sort. It was noted that surgery was planned, but has not been scheduled as the patient was just referred on (B)(6) 2020. Actions/interventions included side port aspiration and rotor study. It was noted the rotors moved as expected per hcp. It was noted they could not aspirate the catheter so no dye was injected. It was noted the event has not been resolved. It was noted the pump was filled to 40ml at previous refill and the programmed volume was noted as 760mcg/day and 2000 mcg/ml. It was noted that the additional information was confirmed with hcp. No further complications were reported/anticipated.